Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The test strips were requested for investigation. The product is not expected to be returned as the test strips have all been used. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter on (B)(6) 2021 at 8:14 am was 7.3 inr. The result from the laboratory at 11:00 am was 4.9 inr. The result from the meter on (B)(6) 2021 at 10:10 am was 4.7 inr. The result from the laboratory was 3.2 inr. The timing between tests is unknown. The result from the meter on (B)(6) 2021 at 8:17 am was 2.5 inr. The result from the laboratory between 8:00 am - 10:00 am was 1.7 inr. The result from the meter on (B)(6) 2021 at 7:04 am was > 8.0 inr. The result from the laboratory was 5.8 inr. The timing between tests is unknown. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.